Event description:
(B) (4) 2009: a lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the 'defective' implanted lead. (B) (4): it was reported the lead was capped and replaced due to high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory.